Event description:
The customer alleged that he performed a control test and received a result of higher than 400 mg/dl. The normal control range was 99-136 mg/dl. The customer also mentioned that when he first opened the carton containing the test strips, the cap was open on the bottle. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.